Manufacturer narrative:
Product event summary: one (1) controller and five (5) batteries were not returned for evaluation. Log file analysis revealed two (2) controller power-up events on (B)(6)2018 at 16:32:13 and 16:32:33. The data point prior to the losses of power revealed that bat592425 was connected to power port one (1) with 12% relative state of charge (rsoc) and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that no power source was connected to power port (1) and bat592432 was connected to power port two (2). The controller was without power for a maximum amount of 30 seconds. Additionally, review of the alarm file revealed multiple critical battery alarms logged since (B)(6)2018 involving all five batteries. The critical battery alarms were the result of the patient allowing the batteries to deplete below 10% rsoc. As a result, the reported controller power loss and critical battery alarm events were confirmed. The most likely root cause of the reported critical battery alarms can be attributed to the patient allowing the batteries to deplete below 10%, triggering critical battery alarms. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on the one connected power source. Pr375800 was initiated to capture events involving the controller losing power. Additional products: battery/ bat592430 h3: yes, dev rtn to MFR? No, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 19 battery/ bat592424, h3: yes, dev rtn to MFR? No, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 19 battery/ bat592425, h3: yes, dev rtn to MFR? No, h6: FDA method code(s): 4112, 4114, h6 :FDA results code(s): 213, h6: FDA conclusion code(s): 19 battery/ bat592432, h3: yes, dev rtn to MFR? No, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 19 battery/ bat592431, h3: yes, dev rtn to MFR? No, h6: FDA method code(s): 4112, 4114, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de/ catalog #: 1605de/ expiration date: 2018-12-31, device evaluation anticipated, but not yet begun mfg date: 2017-12-23 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de/ catalog #: 1605de/ expiration date: 2018-12-31, device evaluation anticipated, but not yet begun, mfg date: 2017-12-23 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de/ catalog #: 1605de/ expiration date: 2018-12-31, device evaluation anticipated, but not yet begun, mfg date: 2017-12-23 (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de/ catalog #: 1605de/ expiration date: 2018-12-31, device evaluation anticipated, but not yet begun, mfg date: 2017-12-23 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de/ catalog #: 1605de/ expiration date: 2018-12-31, device evaluation anticipated, but not yet begun, mfg date: 2017-12-23 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five of the patient¿s batteries had critical battery alarms. It was further reported that the event was associated with an unexpected controller power loss. The controller and batteries remain in use. No patient complications have been reported as a result of this event.